Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion solid state relay on the imaging system was not functioning as designed. To restore functionality, the representative returned to the site and replaced the varisator and solid state relay. It was reported that the drive solid state relay was replaced as a preventative measure. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed an error message and that the imaging system would not complete start up. It was reported that the motion bar on the pendant would not complete the start up. It was reported that the gantry could not complete motion controls when prompted by the user but the imaging system could be driven. Restarting the imaging system did not restore functionality to the system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The varistor for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The relay for the imaging system was returned to the manufacturer for evaluation. Testing found an open at the relay outputs.